Manufacturer narrative:
Device evaluation of the battery charger has been completed. Upon investigation the battery charger was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
A review of service data detected a reportable malfunction. During servicing, battery charger sn (B)(4) was unable to charge a battery pack.